Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. Halo in 3d reconstruction. It was reported that after a 3d spin, there was a halo artifact in one slice in the axial view. This was discovered after the images were sent to pacs. It was not noticed during a case. They called technical services (ts) and ts asked if the artifact persisted in the sagittal and coronal images. They turned the mvs on and the ring were gone, and the exam looked normal. The images pushed over to pacs still had the ring. There was no patient present when this issue was identified.